Event description:
Patient had begun using effervescent denture cleanser at the beginning of 2008 using one denture tablet daily to clean his dentures. He suddenly developed an itchy rash in various places on his body. The patient went to his primary care physician 2008, and was prescribed triamcinolone for the itchy rash. The medication provided very little relief and was referred to a dermatologist who prescribed fluocinonide. Fourteen days later, the patient woke up in the early morning having an anaphylactic episode with his tongue drastically swollen. The patient did not go to the emergency room but was seen that day by three different doctors, in which the last doctor prescribed xyzal, nasacort aq, and an epipen. Patient was also ordered a battery of allergy tests. When the time came to perform the allergy testing, the allergist instructed the patient to stop all medications for several days prior to the testing. As a result of not taking the medication, the patient ended up at the emergency room two months later, with difficulty breathing and swollen throat. Patient stopped using the effervescent denture cleanser two months later, but continued to experience symptoms when he wore his dentures and did not take the prescribed medications.

Manufacturer narrative:
As per the FDA's requirement, tower laboratories, ltd and store have revised the label to include the statement that the product contains persulfates which are a known allergen. Attached is a copy of the revised label.